Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 in the morning with blood glucose over 560 mg/dl. Customer was hospitalized because diabetic ketoacidosis. Customer was treated in the emergency room. High blood glucose reading started on (B)(6) 2017. Customer current blood glucose was 292 mg/dl. Customer blood glucose at the time of the incident was 560 mg/dl. Customer was wearing the pump at time of hospitalization. The hospital name long beach memorial. Infusion set was changed on (B)(6) 2017. Customer reported site is changed every 2/3 days. Customer reported insulin exited. Customer did not have air bubbles. Customer did not mention if the cannula was bent. Drive support condition was normal. High pressure test was not performed. Customer did not check insulin pump setting. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Findings: pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat no excessive no delivery alarm noted. However, pump received with intermittent button response due to flattened esc and act button dome switches. The keypad connector on lcd is locked properly during visual inspection. No cosmetic damage noted.